Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported conditions. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid resection, during anastomosis, the anvil was loose when the stapler was removed. The anvil did not come out with the instrument after the firing (retract of instrument) but the surgeon was able to take it out. There was no patient injury.